Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he did the time test with the 63b electrodes, and after 6 hours of wearing them, he got blisters under the electrodes. Customer service told the patient to use the 63b electrodes in 5 hour intervals. The patient went to the doctor, and the doctor told him to stop wearing the unit. This is considered medical intervention and this complaint is considered reportable. It was reported that no further information is available.

Event description:
It was reported by the patient that he did the time test with the 63b electrodes, and after 6 hours of wearing them, he got blisters under the electrodes. Customer service told the patient to use the 63b electrodes in 5 hour intervals. The patient went to the doctor, and the doctor told him to stop wearing the unit and send it back. No additional patient consequences have been reported. 63b electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.